Event description:
It was reported that caller noticed no drops of insulin at end of tubing during fill tubing step of load sequence. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.